Event description:
A distributor in japan reported on behalf of a healthcare facility that a rt265 infant dual-heated evaqua2 breathing circuit was found to be "deformed" at the inspiratory limb before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint rt265 infant dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned circuit revealed that the patient end connector of the unheated extension was incorrectly assembled. Conclusion: we are unable to determine the root cause of the reported failure, however the connector was likely incorrectly assembled during production. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient..'

Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) in (B)(6) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that the inspiratory limb of a rt265 infant dual-heated evaqua2 breathing circuit was found to be damaged before use. There was no patient involvement.